Event description:
Customer stated that she had low blood glucose episode. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 30 mg/dl when the paramedics arrived. Customer stated that her son found her passed out on the chair and called the paramedics. Customer stated that the insulin pump did not alarm with the threshold suspend. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-86194.